Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2017. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. (B)(6). PMA/510(k) #: this report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device code: defective (cartridge tip). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the tip of a pcb00v preloaded device was defective and implantation of the 20.5 diopter intraocular lens was impossible. No additional information was provided.

Manufacturer narrative:
Additional information received confirmed that the lens was not implanted and there was no patient contact. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A product evaluation/investigation was not performed as no product was returned. The complaint reported cannot be confirmed. The manufacturing process record was evaluated and the devices were manufactured within specifications. The units were released according to specification. A search on complaints history revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.